Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones. Boston scientific technical services (ts) reviewed the device data and noted variable left ventricular (lv) lead impedance measurements with some greater than 2000 ohms. Current lv impedance measurements are within normal limits. No programming changes were made and the patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.